Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada.

Event description:
It was reported that the ratchet stuck to the handle. The event occurred when the staff were putting the handle on the mesher. The bent metal on the mesher when the plastic case with the skin in it went through. It was identified during a surgical procedure. There was no harm or delay reported. Due diligence is complete and there is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the device had a damaged comb and a stuck ratchet. The comb, bottom roll, ratchet gear and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.